Event description:
Customer's family member called to report hospitalization for high bgs which were treated with an insulin drip. It was stated that the customer was wearing the pump at the time of admission. A prime was done on the pump after admission and no insulin exited nor was there an alarm. Further troubleshooting was performed and the pump passed testing with insulin exiting.